Event description:
It was reported that the patient's right ventricular (rv) lead indicated a sensing threshold measurement that was below range. It was further reported that possible atrial oversensing was observed during some recorded episodes. No additional information could be obtained. The right ventricle and right atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).